Event description:
Representative contacted technical services to report that a guidewire got stuck in the 1258t lead during implant. Physician tried to pull the guidewire out and the distal tip of the wire broke off in the lead. Representative stated that about 2cm were left in the lead. The lead remains implanted. System remains in the field and will not be returned for analysis.

Manufacturer narrative:
A review of manufacturing records showed that the device was manufactured to specifications. Results do not indicate any areas of concern relating to the strength of the wire. No further investigation is possible as the wire was not returned. Analysis and conclusion: the analysis of the lot history records does not indicate any areas of concern relating to the strength of the wire. Guidewires are delicate devices and can fracture if their tensile limits are exceeded during a procedure (e.g. When a wire becomes snagged or trapped). Cautions against robust use of the guidewire are outlined in the dfu. It is advised in the dfu not to manipulate the guidewire if resistance is encountered, to withdraw and inspect the guidewire for signs of damage and not to reintroduce the guidewire if it appears damaged or kinked. It is difficult if not impossible to ascertain the clinical conditions at the time of fracture due to the limited amount of information provided. As the device was not returned it is impossible to evaluate the material condition of the wire. Complaint history for this device has been investigated.